Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Reason: it was reported the patient underwent mesh implantation to treat stress urinary incontinence. The patient underwent an attempted mesh removal and bladder stone removal on (B)(6) 2010 due to erosion, recurrence, pain, dyspareunia, dysuria, limited ability to ambulate, infection, perforation and inflammation. Excision of mesh was performed on (B)(6) 2010 due to erosion and recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05723. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, bleeding, bladder stones, hematuria, and bladder leakage.

Event description:
It was reported that following insertion the patient experienced discomfort, bleeding, bladder stones, hematuria, and bladder leakage.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal pressure, urge incontinence, and uti.

Event description:
It was reported that following insertion the patient experienced vaginal pressure, urge incontinence, and uti.